Event description:
A surgeon reported a pt experiencing blurry vision following intraocular lens (iol) implant surgery. Also, the surgeon noted a red spot on the optical zone. The lens was exchanged. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested.